Manufacturer narrative:
During evaluation, the following was found: the device could not control any function and could not stop alarm sound due to the printed circuit board (cr board) being defective. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high flow insufflation unit had an alarm generated and the front panel was turned off. The issue was found during preparation for use. The device was turned off and replaced with a similar device to continue the procedure. The laparoscopic surgery diagnostic procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation of ¿alarm sounded and the front panel turned off¿ was confirmed. The device could not be controlled (front panel lights were off) and alarms did not stop sounding due to a defective printed circuit (cr) board. The cause of the board failure could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.